Manufacturer narrative:
The field service engineer replaced the reagent probe and the gear pump head, which was determined to be overdue to be changed. Instrument performance testing passed successfully. Quality controls were run and were acceptable. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested with the elecsys ft4, tsh, or vitamin b12 assays on a cobas 8000 e 602 module. (B)(6). No questionable results were reported outside of the laboratory. The ft4, tsh, and vitamin b 12 reagent lots and expiration dates were requested but not provided.